Manufacturer narrative:
Concomitant medical products. 4076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert for high pacing impedance was triggered on the right ventricular (rv) lead. The impedance was also noted to be rising. Reprogramming was performed and the lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.